Event description:
Repair center: alleged alarming/red light and key is the valve manifold is defective. Per independent repair center statement, unit alarming or red light. The key failure was that the valve manifold was defective. Other issues were that the tie wraps were defective.